Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found the encoder flex was out of electrical specification. The upper case was also found to be broken.

Event description:
The external pulse generator was returned for annual check and calibration. It was analyzed and tested out of specification.